Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an alert triggered due to high rate non-sustained episodes and increased sic (sensing integrity counter) count. This is the second time in a month that the lead integrity alert has triggered and patient has gone to the office to have it cleared. It was also noted that the patient has high heart rate pvc (premature ventricular contraction) count. The lead remains in use. No patient complications have been reported as a result of this event.